Event description:
It was reported that during the implant attempt of the implantable cardioverter defibrillator (ICD), noise was noted on the atrial lead channel and occasionally on the ventricular lead channel. When the leads were tested through the pacing system, analyzer (psa) both leads tested satisfactorily. Manipulation and cleaning of the leads was unsuccessful in eliminating the issue when the leads were reconnected to the ICD. The leads were connected to a new device and no problems were found. The secondary device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: the device was returned and analyzed. No anomalies were found. (B)(4).